Event description:
An administrator reported that the unit was changing settings on its own, the fluid/air exchange function was not available, and there was a loud fan noise during a vitrectomy procedure. Following an unspecified delay, the procedure was able to be completed with no pt harm. Additional information has been requested, however, the initial reporter is unwilling to provide additional information.

Manufacturer narrative:
The company representative examined the system and confirmed the loud fan noise upon boot up. The report of switching modes was not confirmed. The report of fluid/air unavailable was not confirmed. The power controller printed circuit board (pcb) was replaced to address the loud fan noise. The touchscreen was replaced as a diagnostic measure for the switching modes issue. The system was then tested and met all product specifications. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).